Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 429 mg/dl which was treated with manual injection. Blood glucose at the time of the call was 398 mg/dl. The customer stated that the insulin pump alarmed insulin flow blocked. Troubleshooting was performed. The customer confirmed insulin exited the tubing after disconnecting at the quick release. The canula was removed and was not bent. It was explained that the alarm may be due to a possible site related issue and advised to change the entire infusion set system. The customer also reported that there was no communication between the transmitter and sensor. Troubleshooting was performed. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.